Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-aug-2020, UDI#: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 2.0mg/ml dilaudid at 0.2642mg/day via an implantable infusion pump for non -malignant pain. The patient reported that they hadn't had any therapy benefit since the implant on (B)(6) 2018. It was reported that the patient was working with the doctor and the patient already had their medication increased, but their pain was unbearable. The patient is scheduled for a refill in (B)(6) 2019 and they would increase the medication again then. The patient reported that their pain is worse than before the implant. Additional information was received from a consumer. The patient had neuropathy in her feet and back problems prior to getting her pump. The patient had 25 years of spinal injections and powerful opiates. Three and a half years ago the patient was in the psychiatric ward for 6 days. When the patient got home the neuropathy came full force. Additional information was received from a consumer via a manufacturer representative (rep). A dye study was performed in (B)(6) and it was determined the catheter was not working properly. A catheter revision occurred on (B)(6) 2019 and the issue was resolved. It was noted the spinal segment and part of the pump segment were replaced with a new catheter. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Product ID 8598a serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was interrogated during the catheter revision today and the empty reservoir alarm had occurred on (B)(6) 2019. No further complications have been reported.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was turned off for 5 months. It was noted the catheter had come out 3 different times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when the patient finally went to the clinic and they took an x-ray, it showed the catheter laying on the butt cheek. The patient had 3 surgeries for the catheter, but it kept moving. They were preparing for a 4th surgery. Her healthcare provider (hcp) had her therapy turned up in (B)(6) 2019 during which she felt 25% relief and could leave the house and run errands. She found out on (B)(6) 2019 that they had been turning down dosage since (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pain clinic had been lowering the patient¿s dosage because they started getting pain a month before their pump fill date. The patient was in so much pain and they would not fill the pump. It was noted that this started when they turned on the dose when they got the pump, believed to be in the middle of (B)(6). The patient had not gotten pain relief since the pump was put in and the pain had got worse a month after her refill date. An x-ray was performed, and it was found that the catheter had never been hooked up and this was discovered in (B)(6). The patient had surgery in (B)(6) to hook the catheter up to her spine (this information is discrepant with previous report of catheter replacement/revision having occurred in (B)(6) 2019.